Manufacturer narrative:
The pump was received with missing segments/partial display due to a cracked lcd zebra connector. The pump had minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her display had been dark and harder to see. The issue had been worsening over time. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the caller did not recall any significant events that led to the damage. The insulin pump was returned for analysis.